Manufacturer narrative:
Correction: e2, e3, g3 (other source), h3 (device evaluated by mfg) additional information: d11, g3 (report source) investigation conclusion: the report of an overinfusion was identified as due to user programming. The pcu event log shows the user changing the rate instead of changing the dose, which led to an overinfusion. The pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 359 at a rate of 2.5ml/hr (dose = 25mcg/hr) with a vtbi of 100ml at 10:39 pm on (B)(6) 2020 and ran until 2:03 am on (B)(6) 2020 when the device was channeled off. The pcu event log shows that the user changed the rate incorrectly two times during this infusion. The first occurred at 1:24 am on (B)(6) 2020 when the user changed the rate to 25ml/hr, which made the dose 250mcg/hr and then again twelve seconds later to 50ml/hr, which made the dose 500mcg/hr. The rate was changed/corrected by the user at 2:02 am when the user changed the dose to 50mcg/hr, which made the rate 5ml/hr. Device inspection: n/a, only the device event logs were received for investigation. The incident administration set was not returned and could not be inspected as well. Root cause analysis: the root cause of the reported overinfusion was identified as due to user programming. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 04may2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 08jan2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a nurse initially programed the alaris system to infuse 25 mcg/h of fentanyl. Later on, the infusion was to be increased to 50mcg/h but appeared to be infusing at 50 ml/h. This error was caught around 2:02am. Suspected programming error. No patient injury reported. No further information provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. No further information provided.

Event description:
It was reported that a nurse initially programed the alaris system to infuse 25 mcg/h of fentanyl. Later on, the infusion was to be increased to 50mcg/h but appeared to be infusing at 50 ml/h. This error was caught around 2:02am. Suspected programming error. No patient injury reported. No further information provided.